Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3389s-40, lot# va11bf2, product type: lead. Product ID: neu_stylet_acc, product type: accessory. Analysis results were not available as of the date of this report. A follow-up report will be submitted when analysis is complete.

Event description:
It was reported that impedance testing performed at the time of surgery "found the lead electrode resistance was too low." It was noted there were no lead fractures noted and no device abnormality found prior to implant. It was reported the patient's stimulation was both felt and not felt. The healthcare professional (hcp) involved with the event replaced the lead at that time and "completed the surgery successfully." The lead was reportedly not implanted due to the issue. It was noted the parkinson's disease patient's "status was normal" following the implant procedure. There was no patient impact from the event.

Manufacturer narrative:
(B)(4). Device evaluation: analysis of the lead found that ¿a short in the lead could not be confirmed in the analysis lab; however, there was evidence of depth stop damage in the lead insulation 2.7cm from the proximal end.¿

Event description:
Additional information noted the battery depletion rate was normal at the time of the event and that there was no indication of elective replacement indicator (eri) or end of service (eos) messages.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.